Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shim size ef 11 mm thickness, catalog # 42527900501, lot # 62224793; tibial articular surface provisional shim size gh 12 mm thickness, catalog # 42527900702, lot # 62220948; tibial articular surface provisional shim size ef 13 mm thickness, catalog # 42527900503, lot # 62203409; tibial articular surface provisional shim size cd 11 mm thickness, catalog # 42527900301, lot # 62248172; tibial articular surface provisional shim size cd 13 mm thickness, catalog # 42527900303, lot # 62229772; tibial articular surface provisional shim size ef 14 mm thickness, catalog # 42527900504, lot # 62229859; tibial articular surface provisional shim size gh 11 mm thickness, catalog # 42527900701, lot # 62213222; tibial articular surface provisional shim size cd 12 mm thickness, catalog # 42527900302, lot # 62215876; tibial articular surface provisional shim size gh 10 mm thickness, catalog # 42527900700, lot # 62778337. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-04921, 0001822565-2018-04933, 0001822565-2018-04934, 0001822565-2018-04935, 0001822565-2018-04936, 0001822565-2018-04938, 0001822565-2018-04939, 0001822565-2018-04942, 0001822565-2018-04943.

Event description:
It was reported by sales representative that a ball bearing was missing from the metal shim. No adverse event was has been reported as a result of this malfunction. Additional information on the reported event is unavailable

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information, it was reported that during sterilization process a ball bearing was discovered missing from the metal shim prior to surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device shows nicks, gouges and one or two disassembled and missing components. Not all pieces returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.